Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. A 3.00mm x 12mm emerge balloon catheter was advanced; however, the device snapped in the middle of the case. The device and the detached portion was pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported.